Event description:
It was reported that the device was explanted after implant duration of approximately 0.20 months, due to mitral regurgitation and a ruptured chordae.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Ruptured chordae. Device not returned.